Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer determined that the issue was associated with a faulty speaker assembly. After parts replacement, the device was returned to functional use with no further issues identified.

Event description:
It was reported a loudspeaker error message is displayed. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.